Manufacturer narrative:
An event of incomplete stent opening and significant paravalvular leak (pvl) on ncc and mild leak on lcc was reported. It was also reported that the patient went into a complete heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the reported valve under-expansion, paravalvular leak and heart block appear to be consistent with an anatomical condition (excess calcium). However, the exact cause could not be conclusively determined. The surgical intervention was a result of permanent pacemaker implant on the following day. At discharge, pvl was noted to be trace. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, unknown balloon. The length of the membranous septum was 4mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, on the first attempt, incomplete stent opening (iso) was noted so the valve was recaptured as per the IFU instructions. On the second attempt, the valve able to be deployed successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Echocardiogram (echo) showed significant paravalvular leak (pvl) on the non-coronary cusp (ncc) and mild leak on the left-coronary cusp (lcc). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, unknown balloon. Two areas of leak were noted with the severity of mild. The patient went into a complete heart block; temporary pacemaker was left in for backup pacing. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, a permanent pacemaker was implanted. At discharge, pvl was noted to be trace. The user believes that the valve expanded non-uniformly due to the excess calcium. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, unknown balloon. During the procedure, on the first attempt, incomplete stent opening (iso) was noted so the valve was recaptured as per the IFU instructions. On the second attempt, the valve able to be deployed successfully. Echocardiogram (echo) showed significant paravalvular leak (pvl) on the non-coronary cusp (ncc) and mild leak on the left-coronary cusp (lcc). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, unknown balloon. The patient went into a complete heart block; temporary pacemaker was left in for backup pacing. It was decided to implant a permanent pacemaker. The patient's status was unknown.